Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. Unable to perform the alarm test or the displacement test due to motor errors.